Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the chair drove in left hand circles.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, unable to test, box damage. Unable to test due to bent brake handle and crushed brush cap. Visual damage to the shipping box.complaint was not confirmed.the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, unable to test, box damage. Unable to test due to bent brake handle and crushed brush cap. Visual damage to the shipping box.the dealer stated that the chair drove in left hand circles.